Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the physician was trying to apply the clip to the area where the mass was located; however, the clip and delivery system malfunctioned, and the clip deployed without gripping onto the tissue. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. Additional information received on october 8, 2024: the device was used in the descending colon.

Manufacturer narrative:
Block a4: the patient's weight is 121.5 kg. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: additional information blocks a1 (patient identifier), a2 (age at time of event, unit of measure - age), a3a (sex), a3b (gender), a5 (ethnicity), and b5 have been updated based on the additional information received on october 8, 2024. Block h11 (block b3 statement) has been corrected. The device prematurely deployed in the descending colon. This is now a non-reportable scenario for premature deployment, due to the additional information received on october 8, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the physician was trying to apply the clip to the area where the mass was located; however, the clip and delivery system malfunctioned, and the clip deployed without gripping onto the tissue. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment.